Event description:
Two pts who in the past several years had anterior cervical decompressive surgery with fusion using medtronic zephir acdf sets had a screw dislodge and migrate in the esophagus. Both pts required surgical intervention to remove with the added assistance of a vascular/thoracic surgeon.